Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when the shield was removed before use. The following information was provided by the initial reporter, "when removing the shield, the needle with the shield was separated from the hub."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for needle hub separates due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when the shield was removed before use. The following information was provided by the initial reporter, ¿when removing the shield, the needle with the shield was separated from the hub.¿